Event description:
It was reported that patient presented remotely via merlin.net. Review of the episodes recorded noted that the right ventricular (rv) lead exhibited noise. No changes or interventions were done; the rv lead will continue to be monitored. The patient was in stable condition.